Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit had a pressure sensor failure occurrence in the event log and other sensor-related errors that indicated a spi bus failure. The customer reported the device was not in use on patient.